Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 3 years post op, the patient underwent a revision due to pain and proximal subsidence of the femoral component. During the revision, it was noted that the femoral component was intended to be used with cement, and there was no cement used in the initial surgery. Attempts for additional information have been made and none has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing facility. The initial report was forwarded in error and should be voided. Please see 3007963827 - 2020 - 00019.